Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was failed. The field service engineer released all trays and closed will resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had failed drawer. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. Customer were able to get medication from other station/pharmacy as needed. There were no adverse events or injuries reported based on this event.